Event description:
Nurse reported the pump was returned to the manufacturer for analysis after 24 months implant duration. The pump was implanted in 2005 for treatment of spasticity. In nov-2006 an isotope-scan was performed; the pump was functioning normally. The pump was programmed to deliver baclofen 500mcg/ml, the daily dose was not reported. The nurse further reported, "even though, handling the spasticity has been difficult. Patient experienced fluctuating dosages. Sometimes noticing overdosage, sometimes underdosing. Decided to explant the pump in 2007 and to replace it with a new synchromed pump". Final patient outcome was not reported.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, and the results are not complete at the time of this report. A follow up report will be sent when the analysis results become available.